Event description:
The patient experienced elevated blood glucose and was admitted to the hospital. She was treated with insulin injections and the infusion device was removed. When her blood glucose decreased she reconnected to the infusion device and within an hour her blood glucose began to increase. She attempted to reconnect to the infusion device 2-3 times and her blood glucose continued to increase. The patient remained on injection therapy. A company rep took the infusion device and placed it in run mode for a "couple" of days with only an insulin cartridge inserted and e4 was frequently displayed. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.